Event description:
The manufacturer received information alleging a ventilator would not achieve the tidal volume. There was no harm or injury reported. The manufacturer dispatched a field service engineer for evaluation and the technician observed the exhalation port to be damaged. The device's porting block needs to be replaced to address the issue.